Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the contact confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive. The contact also reported that the pump declared multiple cartridge change errors with multiple cartridges during the load process. The customer's blood glucose level was 280 mg/dl and was addressed with lantis. The contact confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button and cartridge alarm 19 issues were verified. Based on the analysis, the alleged touch screen issue could not be verified.